Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory also indicated the impedance trend of the right ventricular defibrillation coil was rising and the impedance trend of the right ventricular defibrillation coil was variable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: dvfc3d4 ICD implant date: (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there were rv defib lead impedance alerts triggered for the right ventricular (rv) lead due to high rv coil impedances. It was noted that the rv coil impedance was 100 ohms at implant then dropped to about 75 ohms post-implant at the 6 week check but it has been climbing up since (B)(6) 2024. The company¿s technical services was consulted and from the review of the data tech services determined that this is normal behavior increasing to 137 ohms; the gradual increasing and variable lead impedance increase remains within the expected and accepted range. The rv defib lead impedance alert upper threshold was increased and the values will continue to be remotely monitored. The rv lead remains in use. No patient complications have been reported as a result of this event.